Event description:
A screw implanted to address a medial malleolus fracture was identified as broken 2 days post implantation. Patient non-compliance was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Part number unknown. Pleaser remove content from d2 & d4 (model & catalog).